Event description:
It was reported that a minimum fill notification occurred while the customer was attempting to reload the cartridge with 80 units or more of insulin. There was no reported adverse effect to the customer's blood glucose level. Customer was instructed by technical support to clean the pump and load a new cartridge, which successfully resolved the issue, allowing the caller to resume insulin delivery.